Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to prime/fill anomaly. The insulin pump had a severely scratched display window, scratched case, cracked case at display window corner (all corners), cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away on (B)(6) 2013. The cause of death was cancer. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer wore the insulin pump at the time of death or not. The caller agreed to return the insulin pump for analysis. The caller stated that the device will not have a battery installed when they return it for analysis.